Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received noise was observed via stored electrograms which caused the reported field event of inappropriate therapy. Device functionality tested normal on the bench. No sensing anomalies were observed. The cause of the noise could not be determined.

Event description:
It was reported that patient received inappropriate therapies. The ICD was replaced and returned.